Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional reporter phone#:(B)(6). Investigation summary it was reported there was a foreign material inside the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. Two photos show a syringe out of the packaging blister. The syringe has a white speck at the bottom of the syringe barrel. From the photo, it is not clear it the foreign material is embedded or loose. A device history record review was completed for provided material number 303552, lot number 1201169. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined.

Event description:
It was reported that 8 bd luer-lok¿ syringes had foreign material inside the syringe. The following information was provided by the initial reporter: ¿when opening 8 units in a row of the disposable syringe luer lock 50ml, brand bd, we noticed the presence of a foreign material inside the syringe, small, similar to a small piece of plastic."